Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 212 mg/dl, 164 mg/dl, 126 mg/dl. Tests were done within 10 mintues with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.